Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional evaluation of the cot was conducted and the alleged issue could not be duplicated. The cot was returned to service. It could not be determined what caused the alleged incident. Sufficient instructions are contained in the IFU for maintaining control of the cot and verifying the cot is in a locked position before releasing hold of the cot. There has been no further information provided regarding the alleged injury or any required medical intervention.

Event description:
A service technician reported an incident of a customer's cot allegedly lowering at the head end during a patient transport. While preparing the patient to transfer him to a hospital bed, the medic left the side of the stretcher to walk to the other side to remove the bp cuff when the stretcher lowered one level. The patient alleged additional back pain however, no further details on required medical intervention have been provided.

Event description:
A service technician reported an incident of a customer's cot allegedly lowering at the head end during a patient transport. While preparing the patient to transfer him to a hospital bed, the medic left the side of the stretcher to walk to the other side to remove the bp cuff when the stretcher lowered one level. The patient alleged additional back pain however, no further details on required medical intervention have been provided.